Manufacturer narrative:
Pending additional follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter replacement. The catheter was replaced because it was occluded. The replaced catheter was discarded.

Manufacturer narrative:
Representative reported that the cause of the catheter occlusion was unknown. It was also reported that no further information is known. Internal complaint number: (B)(4).